Manufacturer narrative:
Age at time of event - (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty of an inferior limb, a balloon rupture occurred. The 99% stenosed de novo lesion measuring 3.5mm in diameter and 10cm in length lesion was located in a severely tortuous and severely calcified vessel in the left leg below the knee that contained at least two points that were totally occluded. Access was femoral. A 2.0x20mm sterling es balloon was advanced to the lesion. The balloon ruptured at 4 atms on the first inflation. The procedure was completed with a 3mmx20mm sterling es balloon. No patient injuries or complications occurred. Patient status is listed as 'good.'

Event description:
It was reported that during a percutaneous transluminal angioplasty of an inferior limb, a balloon rupture occurred. The 99% stenosed de novo lesion measuring 3.5mm in diameter and 10cm in length lesion was located in a severely tortuous and severely calcified vessel in the left leg below the knee that contained at least two points that were totally occluded. Access was femoral. A 2.0x20mm sterling es balloon was advanced to the lesion. The balloon ruptured at 4 atms on the first inflation. The procedure was completed with a 3mmx20mm sterling es balloon. No patient injuries or complications occurred. Patient's status is listed as 'good.'

Manufacturer narrative:
Device evaluated by manufacturer - it was noted during unpackaging that dried blood and contrast were present in the shaft and balloon. The balloon catheter was returned in a deflated state. The balloon was inspected under magnification and a pinhole was confirmed in the balloon wall located on the distal end of the balloon approximately 7 mm from the tip. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).